Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced tubing expansion/ballooning. The following information was provided by the initial reporter: in the process of using intima-ii 18g straight product, the user found that the middle section of the extension tube was bulging and close to bursting tubing ballooned, which occurred under high-pressure injection with a pressure of 220 psi according to nurse length feedback.